Event description:
It was reported that upon interrgation the pulse generator was flashing -device in hardware backup mode- communication could not be established. The device was removed the same day as implant.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.